Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had an implantable neurostimulator (ins) revision for an unknown reason. There was a power on reset (por) message the following day. The patient was encouraged to call their manufacturing representative to clear the por. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.